Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that when a hakim valve was implanted, the abdominal catheter came off. The surgeon attempted to make a subcutaneous pocket.

Event description:
N/a.

Manufacturer narrative:
UDI number: (B)(4). Sample was received for evaluation. The sample was visually inspected, and the end of the catheter was jagged. The break in the catheter was located on the distal connector. The catheter was irrigated and no occlusion or leaks noted. The root cause could be due to a sharp or pointed object coming into contact with the catheter, or the catheter was pulled, as noted in the IFU silicone has a low tear cut resistance. Manufacturing records were reviewed and found no anomalies. Based on the results of the investigation, the reported issue is confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.